Event description:
It was reported that prior the lithotripsy procedure, some black spots were noticed with no energy fired. Due to this, the procedure was completed using another device. There were no patient complications. The analysis of the device confirmed an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination confirmed that there was no light was exiting the connector face and no aim beam exiting the fiber tip. The microscopic analysis informed that the fiber tip is mildly degraded. It is likely that procedural handling of the device during set-up and use contributed to the break. In addition, the fiber was also functionality tested, observing there was no aiming beam. It is likely that the observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire, leading to the reported event. The complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.